Event description:
Drape designed to protect sterile field failed after incision. Thus contamination occurred after procedure started, thus the pt experienced prolonged time under anesthesia, 3 hours.